Event description:
It was reported that the pt underwent single-level cervical disc arthroplasty at c6-7 using an artificial cervical disc. The pt reportedly experienced recurrent neck pain, which continued for six months with incomplete relief despite physical therapy. Facet blocks achieved 95% relief of concordinant pain. There was no return of radiculopathy. CT and MRI reportedly demonstrated that the disc looked "very good" per the surgeon. A revision surgery was performed approx six months post-op to explant the artificial cervical disc, and re-instrument with allograft and an anterior cervical plate. The surgeon noted during the revision that there wasn't any extraordinary growth or soft tissue that might explain the pt's symptoms. Some fibrous scar tissue was noted anteriorly. The surgeon states that he is unsure if removal of the device and the replacement with allograft and an anterior cervical plate will address the pt's symptoms.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformance to specification or deviations in procedure which might contribute to the reported event. The explanted device is currently undergoing third-party device retrieval eval, and explanted tissues from the surgical site are undergoing detailed histology by a third party laboratory. Results of these evaluations are not currently available. Engineering review of photographs of submitted of the device and tissues at intake found that the gross appearance of the tissues does not demonstrate evidence of metallosis. Photo documentation of the lock screws, bone screws, superior and inferior components are consistent with short term explant. There appears to be discoloration of the screw holes of the inferior component, the cause of which is unknown (presumed to be blood.) There is a faint wear scar in the articulation of both the superior and inferior component. There is no evidence to suggest device impingement or premature excessive wear. No formal conclusions can be determined at this time. Therefore, we are unable to determine the definitive cause of the reported event at this time.